Event description:
It was reported that a pericardial effusion, cardiac tamponade, and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed, but was initially too proximal and canted within the laa. Thus, the closure device was fully recaptured. As the flx ball formed, the sheath was pulled out of the laa. While attempting to gain access in the laa, the was and flx ball were unable to get back into the laa. The closure device was recaptured and the wds was removed so a pigtail catheter could be inserted. An effusion sweep was performed, and a growing pericardial effusion behind the laa was identified, which expanded circumferentially around the heart. The closure device perforated the laa causing a pericardial effusion that led to a cardiac tamponade. The patient was given protamine in response to this event. Pericardiocentesis was performed and cardiothoracic surgery was called. The patient's heart rate dropped and cardiopulmonary resuscitation (CPR) was performed. The patient's cardiac rhythm was restored and pericardiocentesis was continued with auto transfusion. The patient was then transferred to the operating room and a sternotomy was performed to resolve the bleeding. The laa was clipped following the procedure to close the laa. The patient was extubated the day following the procedure and fully recovered. It was further reported that the patient stayed in the hospital for five to six additional days, which was longer than expected due to a power outage in the area. The patient was hemodynamically stable and went through neurological testing with no deficits found. The patient was discharged to a rehabilitation facility after being hospitalized for five to six days.

Event description:
It was reported that a pericardial effusion, cardiac tamponade, and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed, but was initially too proximal and canted within the laa. Thus, the closure device was fully recaptured. As the flx ball formed, the sheath was pulled out of the laa. While attempting to gain access in the laa, the was and flx ball were unable to get back into the laa. The closure device was recaptured and the wds was removed so a pigtail catheter could be inserted. An effusion sweep was performed, and a growing pericardial effusion behind the laa was identified, which expanded circumferentially around the heart. The closure device perforated the laa causing a pericardial effusion that led to a cardiac tamponade. The patient was given protamine in response to this event. Pericardiocentesis was performed and cardiothoracic surgery was called. The patient's heart rate dropped and cardiopulmonary resuscitation (CPR) was performed. The patient's cardiac rhythm was restored and pericardiocentesis was continued with auto transfusion. The patient was then transferred to the operating room and a sternotomy was performed to resolve the bleeding. The laa was clipped following the procedure to close the laa. The patient was extubated the day following the procedure and fully recovered.